Event description:
Customer reported to customer service a rip in her diaphragm of her bp advanced personal double breast pump. During product evaluation on (B)(4) 2014, technician observed that the transformer was damaged, exposing the inner circuitry, which is a safety risk.

Manufacturer narrative:
Replacement pump was sent to the customer. The cause of the breach in the rev n transformer has not ben determined at this time. It is currently being investigated under (B)(4).